Event description:
It was reported to boston scientific corp in 2007, that during the placement of an ultraflex stent system (pt age unk), the stent was partially released when the "suture string snapped". The device was removed and the procedure was successfully completed with another same device. The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 15-month trend report for all complaint failure modes was reviewed; no adverse trends were noted.